Event description:
It was reported that the cartridge was leaking from the o-ring. Reportedly, the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose level.